Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 8/20/2025 - 08/21/2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed a male luer and a pouch which suggested the an issue may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system continu-flo solution sets were unable to connect. The issue was further described as follows: the end of the tube did not advance down to lock into the "int". This occurred prior to patient use. There was no patient involvement. No additional information is available.